Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: visual inspection was performed and found that the device has a kink at 15mm from the tip while in the neutral position, between ring 2 and 3. In addition, has a broken adhesive on rings #2 and #3. Dimensional inspection was performed and the device passed the dimensional test. The x-ray analysis shows that the center support was kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 29jan2016. It was reported that the deflection defect occurred. A 7-110-2.5-7-4 n4 blazer prime¿ was selected for use. After unpacking the device, before introducing it into the patient, the physician noticed that the catheter had a deflection defect. No patient complications reported and the patient's status was stable. However, device analysis revealed that the rings #1 and #2 has a broken adhesive.